Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that crimping of the electrode of the leadless ipg was insufficient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post-implant the leadless implantable pulse generator (ipg) exhibited high thresholds. The leadless ipg was reprogrammed but thresholds continued to rise. A transvenous ipg was implanted and the leadless ipg remains in the patient. No patient complications have been reported as a result of this event.